Event description:
This case was acquired from the (B)(6). The patient underwent the surgery with variax clavicle. After the operation, the dislocation of acromioclavicular joint was seen.(case1)

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.